Event description:
A facility reports that during intraocular lens (iol) implant surgery, the capsular bag was torn after the iol was inserted into the eye. The incision was enlarged to facilitate removal of the iol. The association between this event and the iol is not known. No further information has been provided.